Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two (2) of 2 for the same event. Report one (1) of 2 is reported on MFR #0001032347-2016-00189.

Event description:
It was reported a ribfix revision surgery took place to remove screws and a broken plate. The surgeon noticed there was a torso twist of the plate and decided it would be best for the patient not to re-plate.